Manufacturer narrative:
Method: the device was discarded at the hospital and is unavailable for return. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. As the device was not received, a root cause cannot be determined.

Event description:
It was reported that during the ablation procedure, the irrigation port broke off of the handle of the cool path duo catheter and leaked. The physician torqued the cool patch duo catheter after it was connected to the tubing set and the irrigation port partially detached from the catheter handle and leaked from the broken shaft. The catheter was replaced to continue the procedure. There were no adverse consequences to the pt.